Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV, rupture. Concomitant medical products: mentor memorygel, 400cc silicone breast implant, cat#:3504001bc sn#: (B)(4). Manufacturer¿s reference number: pc-000615795

Event description:
It was reported that a (B)(6) asian female patient underwent an unknown breast augmentation with mentor memorygel, 400cc silicone breast implants which the left side ruptured and had issue with capsular contracture baker grade IV after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal and replacement as follow: right replaced with cat#: 3505590bc sn#: (B)(4), and left replaced with cat#:3505590bc sn#: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device it was observed to be ruptured, additionally shell abrasion was noted in the edge of the rupture. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A shell abrasion/ rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).